Event description:
It was reported that one day post implant, an asymptomatic patient presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited loss of capture, loss of sensing, and an impedance measurement anomaly on the atrial channel. The pocket was reopened and the lead was reinserted into the device. After the lead was reinserted, all electrical values were normal. The physician suspected the lead was not fully inserted into the header during implant. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).